Event description:
The dual drive console (ddc) shut down without alarms when the driver was turned on and ac power switch was turned off. The unit had not been used in about 3 years. The device was not in use on a patient at the time of the event. The unit was removed from service and technical support was contacted.

Manufacturer narrative:
Technical support serviced the unit on site. No further information is available.